Event description:
It was reported that a warm up restarted during a sensor session. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter state - (B)(6).